Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that the male luer hub on the stiffening cannula separated during a femoral access procedure. The physician then used a wire to pull the entire introducer out of the pt and used a new introducer kit to re-access the pt. No harm or injury was reported.